Event description:
Terumo corporation received the following reported information: the purge line was found broken before use. The procedure outcome was not reported. There was no harm to the patient reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. G4: 510(k) no.: k130520. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Confirmation of the provided image: - it was found that the purge line of oxygenator was fractured at the port. Past experience: - we have experienced that a similar fracture may have occurred when momentary external load was applied while the product was cold. - the review of local temperatures from (B)(6) 2025 to the date of occurrence ((B)(6) 2026) showed that the minimum temperature would be below freezing. The manufacturing record and the shipping inspection record of the actual device: - no anomaly was found. Past complaint file of the involved produce code and lot number: - no other similar report was found. Based on the investigation results, no anomaly was found in the manufacturing records of the actual device. From our past experience, it was thought possible that momentary load was applied to the product in a cooled state during the distribution process in the cold season after it was shipped from the factory, which resulted in the fracture. However, since the condition of the damage on the actual device could not be confirmed, it was not possible to determine the cause of this case. Relevant IFU reference: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.